Event description:
Customer reported receiving a button error alarm. Customer also mentioned receiving a motor error alarm that they were able to clear by changing the set. Customer was unable to clear the button error alarm. Customer stated that the insulin pump was exposed to sweat and moisture. Customer's blood glucose reading at the time of the call was 203 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. The insulin pump had an intermittent button response due to moisture damage noted on keypad traces. No button error alarms. The insulin pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No motor error alarms noted. The insulin pump had moisture damage noted on electronic assembly or motor assembly.